Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated by a siemens service engineer. The system was found to be operating within specification and no malfunction was identified. The reported injury is attributed to patient positioning during table movements and not a device failure. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during a clinical procedure on the magnetom avanto system. During table movements the patients toe became pinched between the table and the table rail within the gantry. The patient suffered bleeding and a fracture to the outermost toe of the right foot. The patient received an x-ray following the event which confirmed a toe fracture and was treated by orthopedics within the hospital.